Manufacturer narrative:
Concomitant medical product: dtma1d1 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked after the right ventricular (rv) lead exhibited oversensing. The lead was suspected for fracture, and was capped and replaced. No further patient complications have been reported as a result of this event.